Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from (B)(6) 2017 to (B)(6) 2017 and trending was not exceeded. The sra indicates the risk associated with quality problem with no impact on safety is "low." There were 3 bi returns total: one (1) control bi was received with red ci disc and no media. Two (2) suspect test bi's were received with the ci disc as yellow gold, the cap is depressed, the vial is crushed, and there is no media in the vial which does not confirm the suspect positive result. The two test bi's were disassembled, the following was found in each of the bi: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures on the plastic vials or tyvek liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The assignable cause of the suspect positive bi could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The issue will continue to be tracked and trended. (B)(4).

Manufacturer narrative:
Additional information received from the customer confirms the load was not released for use on patients before it was reprocessed. Therefore, this complaint file is no longer deemed reportable. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Suspect positive bi, load not recalled. Asp complaint ref # (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The failed bi was placed on the bottom shelf at the back of the chamber. A second bi was placed on the top shelf at the back of the chamber and did not fail. The affected load was released and used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the loads have been released without reprocessing.